Event description:
During sternal closure post open heart surgery, the box plate fixation device would not accept the screws to secure device. A ladder plate was used to complete the procedure.

Manufacturer narrative:
Customer did not return device for evaluation. User was unable to provide additional information on reported failure of one screw that would not seat properly. No other reported issues with this product at the user site and no other reported issues of screws not seating in this lot of product. At this point in time, the event appears to be isolated and root cause is undetermined.

Manufacturer narrative:
Physician has used other thorecon product without issue. Unclear why this plate did not accept screws. No product returned for evaluation. No other complaints similar to this complaint. No indication of root cause in device history record. Considered an isolated event of undetermined cause.

Event description:
During sternal closure post open heart surgery, the box plate fixation device would not accept the screws to secure device. A ladder plate was used to complete the procedure.